Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. Upon connecting the right ventricular lead to the new device, the lead exhibited frequent noise and large variations in lead impedance. Further inspection of the lead revealed that a section of the outer insulation was missing and there were lead conductor abnormalities. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged without complication or adverse event.

Event description:
New info received stated that the right ventricular lead exhibited high impedance.

Manufacturer narrative:
Final analysis found a complete lead was returned for analysis. The field events of noise and variation of lead impedance were confirmed. Analysis found inner insulation damage beneath the suture tie impression at 15.6-15.9 cm from the connector pin. The cause of the inner insulation damage was consistent with an overtightened suture.